Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an red alert posted to the latitude website for this pacemaker device indicating the device is in safety mode. Subsequently, the device was surgically explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.